Manufacturer narrative:
Insulin pump passed the self test and displacement test. The test (B)(6)battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected pump error 23, 49 or 68 alarms were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had multiple pump error alarm on insulin pump. The customer¿s blood glucose level was 106 mg/dl. The insulin pump will be returned for analysis.